Event description:
It was reported that the pad came off in the pt and was removed and retrieved. There was no pt injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad melted completely through. The distal end of th e pad was no longer seated in the groove of the jaw, and the pad was lifted and curled due to melting. Upon evaluation, the device was viewed under magnification, and no portion of the tissue pad appeared to be missing. The device was connected to a test hand piece and generator and it did activate during functional testing. It was noted that the device had expired. The device history record was reviewed and no discrepancies were noted. The instructions for use state "keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad" and "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."